Event description:
The customer reported that he was experiencing low glucose while vacationing and paramedics were called. The customer stated that he was feeling tired and sleepy after dinning and drinking a couple of beers with friends. The customer mentioned that his sister found him passing out and called the paramedics. The customer was treated with an insulin drip and released. On (B)(6) 2012, the customer had another episode of low blood glucose. The customer stated that his glucose level was 474mg/dl before bedtime and the insulin pump recommended 1.8 units of insulin, but he gave an injection of 20.0 units instead of treating with the insulin pump. The customer stated that his sister found him with the phone underneath him and was struggling to breathe. The customer was treated with chocolate (B)(6) and orange juice, but he did not respond. The paramedics were called and took the customer to the hospital with low blood glucose of 43mg/dl. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.